Event description:
I used fixodent daily from 1990 until now. I fell and broke hip from leg numbness in 2004. Then fell again, in 2008 and broke femur in right leg. Dose: denture cream. Frequency: times a day. Route: oral. Dates of use: 1990 - 2008. Diagnosis: denture. Event abated after use stopped: no.